Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
Evaluation - the associated devices were returned for evaluation. Visual inspection of the returned components showed damage to the outer liner and locking ring, which likely occurred during removal. Deformation was noted on the inner liner. This may have been due to impingement with the femoral neck, which could have caused the dislocation. Scratches were also noted on the femoral head; this may have been due to the reported dislocation. The exact cause for the dislocation is unknown based on the information provided. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Correct product code lph. Device available for evaluation. Device evaluated by manufacturer. (B)(4).

Event description:
It was reported that a revision was performed to replace a liner after dislocation.